Event description:
It was reported that the insulin pump was not giving the no delivery alarm. Advised that troubleshooting could be conducted, but the caller was unable to. The caller was advised to call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.